Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced a bent cannula, which led to a high blood glucose event on (B)(6) 2026. The patient was treated with pens. The infusion set had been in use for less than 1 day no further information is available.